Manufacturer narrative:
The phaco (phacoemulsification) handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The phaco handpiece was connected to a resistance test box which found a variable resistance from the high electrode to ground. The returned phaco handpiece sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was tested in sculpt mode to attempt to replicate the customer reported event. Phaco and I/a functioned as intended. No abnormal sounds or elevated shell temperature were observed. The phaco handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet specifications per manufacturing test procedure (mtp). Additional testing revealed the piezoelectric crystals within the phaco handpiece have a high dissipation factor, which is known to potentially cause a short in the phaco handpiece and/or elevated shell temperature, however the returned handpiece did not present any issues related to high dissipation at the time of testing. During destructive testing of the handpiece, one of the piezoelectric crystals was found to be broken. Destructive testing found one of the piezoelectric crystals to be broken, indicating the crystal had an internal nonconformity, which is consistent with the high dissipation reading. While deficiencies were noted during investigation of the handpiece, the observed nonconformities have not been linked to loss of phaco power in a phaco surgical mode. The returned handpiece passed all functional testing without issue; therefore, the customer reported event of no phaco was not able to be confirmed. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three phacoemulsification (phaco) handpieces (hp¿s) did not have any power to break down the cataract during a cataract extraction procedure. The hp¿s passed prime/tune but had no power in the ¿sculpt¿ phase. With each of the three handpieces the staff changed the handpiece tip¿s, cartridges and re-primed the lines, with no effective result. The procedure was completed using alternate hp with no harm to patient. This is the second of three reports for this patient.